Manufacturer narrative:
(B)(4). The returned product was found to exhibit signs of repeated use and has fractured on the lateral side of the post feature. All pieces were returned. Review of the DHR for deviations and/or anomalies identified the following related anomalies/deviations for documentation error / corrected, which could be related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a persona knee instrument was returned and reported fractured. No further event information available at the time of this report.